Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd sedi-40 had a hardware/software malfunction for esr instrument the following information was provided by the initial reporter: ¿the instrument started to work and all of a sudden it gave some noise. After the noise the instrument stopped working. It is not mixing anymore and it´s not giving any result.¿

Event description:
It was reported that bd sedi-40 had a hardware/software malfunction for esr instrument the following information was provided by the initial reporter: ¿the instrument started to work and all of a sudden it gave some noise. After the noise the instrument stopped working. It is not mixing anymore and it´s not giving any result.¿

Manufacturer narrative:
H.6. Investigation summary : a returned instrument was received from the customer facility for investigation. The instrument was evaluated by the manufacturer and the customer's indicated failure mode for mixing issues and nosy fan was observed as there was a loose plate in the tube cover. A device history review could not be completed as no batch number was provided. H3 other text : see section h.10.